Event description:
Complainant alleged that while the staff was pacing an 80 y/o male pt in ventricular tachycardia the device stopped pacing the pt's heart rate. The ppm setting was at 80, with the ma setting between 40 and 60. The nurse then increased the ppm setting to 100 and the ma setting to between 80 and 140, but the device still did not capture the pt's heart rate. The nurse then turned the device knob to monitor mode and the device began pacing the pt with the device in monitor mode. The nurse was able to pace the pt twice more with the device in monitor mode. The complainant was able to obtain another device to successfully pace the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
Na